Event description:
It was reported that when using the bd pyxis¿ es server user informed that two orders were not crossing to the test server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2 orders were not crossing to the test server. A technical support specialist (tss) reviewed the reported issue where orders from the electronic medical record system were not transmitting to the test pyxis server and station and identified that certain orders were appearing while others were not reflected. The tss advised resending the affected orders to ensure proper transmission and verified that newly submitted test orders were successfully visible on both the test server and the station. The tss confirmed that the order interface was functioning as expected and that the issue was resolved, pending any further validation if required. The system functioned as intended after the technical support specialist inspected the issue.